Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. The customer replaced the touchscreen to resolve the reported issue.

Event description:
It was reported that the touchscreen of a v60 ventilator was non responsive. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.